Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification due to an offset of the cursor position on screen and stylus. It was also noted that the overlay / bezel was damaged. The left antenna was out of specification and failed incoming functional test. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer had a broken screen and a bad spot on the left side of the screen . The programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.